Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room after going into cardiac arrest and was externally converted. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) administered multiple shocks that did not convert the arrythmia. The patient was admitted to the hospital for monitoring. One week later the patient underwent a procedure where the ICD was explanted and replaced with another manufacturer's device that had programmable pulsewidth. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.